Event description:
It was reported that the device was sent in for preventative maintenance. No harm or surgical delay as no patient involvement was noted. Upon device evaluation it was noted that the comb was damaged. Diligence is complete.

Manufacturer narrative:
This incident is being recorded under (B)(4) as an initial/final review of the most recent repair record determined the comb was damaged and the bolts were stuck in the side plate. The comb, spring, carrier guide, side plate, shoulder bolts, bearing, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported event is confirmed. The root cause of the reported issue is attributed to a design issue. G2: foreign: canada. E1: telephone: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.